Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 290 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections and insulin pump. The customer stated that there were bubbles in the tubing. The customer stated that the insulin did exit during fixed prime. The customer stated that the time and date was not programmed correctly. The customer performed troubleshooting and did not found leaks, insulin and site issues. The customer performed high pressure and the insulin pump alarmed no delivery. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.